Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the generator distributed power output without pressing an activation button. The footswitch was not pressed when the issue occurred. The generator was restarted each time the issue occurred to complete the procedure. There was no patient injury. Further use of the device found the bipolar function activated without input, and the monopolar function would occur when bipolar was activated.